Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an damaged soft cannula event on (B)(6) 2025. The set has been in use for six hours.the patient replaced infusion set and resumed insulin deliveries successfully. No further information available.